Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic lower anterior resection, while the device was being applied in the bowel, after reloading the stapler, the scrub nurse noticed that upon closing, there was a space between the jaws of the reload. Another stapler was loaded and used; however, upon the third firing, the reload could not be removed. When the black knobs were pulled all the way back and the green button was pressed, the reload was removed from the handle. A skin stapler was also attempted to be used; however, the device jammed as soon as it was used. The handle could not be squeezed and the staples would not come out. There was no patient injury.